Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reports conflicting results with binaxnow¿ covid-19 antigen self test otc. The user states that she received her vaccine and tested positive a few days later on the rapid test. Repeat testing was performed on (B)(6) 2021 with negative results. The test was performed as required for the user's job. Confirmation testing was performed with unknown results.

Event description:
The user provided additional information stating that the binax now test was self administered at a undisclosed state facility the user also states that confirmation testing was performed with pcr with negative results.

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert (B)(4) under the section "how accurate is this test?". In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.